Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was 500 mg/dl. The customer stated that they recived a low blood glucose alarm on (B)(6) 2014 or (B)(6) 2014. The customer stated they use the correct batteries and that this was the first occurrence of the false alarm. The customer was advised to monitor the pump and to call back if the issue persists. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.